Event description:
The pump's low reservoir volume alarm was set at 2 mls. The patient had a magnetic resonance imaging in 2009. The next day, the patient was seen in clinic. Device interrogation revealed that the low reservoir alarm was set to 0.4 mls. The logs showed the reservoir volume to be 1 mls when it should have been about 2 mls. The hcp hadn't changed the value. There was no pump memory error noted in the pump logs. The patient was not having withdrawal symptoms at the clinic visit. The pump was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.